Event description:
It was reported to the manufacturer, by the end user, per the end user, that veteran's wife reported the incident to (B)(6) team today 11/11 and stated her husband's caregiver was hurt on the unit. I called the caregiver directly to file complaint form. Per caregiver, the grip slid off of the handle of the lift and she didn't notice, grabbed and her finger was cut on sharp metal. The family replaced the grip with a different grip option and continued use of the lift. Complaint # (B)(4) was entered into our system.